Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic splenectomy procedure, the device was used to cut hilum lienis. The target tissue was too thick and too long to cut at one time. So the instrument was fired three times to cut the target tissue. The blue cartridge was used in each firing. There were no difficulties in firing the device and the deployed staples were formed properly. The doctor cleaned the operative field and confirmed no bleeding occurred in the abdominal cavity before closing, and then the operation was completed. Three hours after the surgery, it was confirmed that the blood was in the drain. Therefore, the re-operation was performed to stop the bleeding. The bleeding was arteriosus and it was from the staple line's lateral part of the third firing. Ligation was performed to stop bleeding. The patient condition was stable and will stay in the hospital for 10 days just to be safe because the patient was advanced in age. The customer disposed of the device and reload. Additional information: the doctor commented the cartridge selection of the third firing might not be proper. A blue cartridge was proper selection for the 1st and the 2nd firing, but for the 3rd firing a white cartridge might be proper than the blue cartridge. During the operation there were no anomalies on the instrument's function. This operation was 4th laparoscopic splenectomy for the doctor. We are very pleased to inform you that the surgeon seems to understand that choice of proper cartridge is important to avoid bleeding. The local rep will continue to reinforce proper in-service for the surgeon.